Event description:
The pt experienced a change in therapy effect. Symptoms included exaggerated rebound spasticity and muscle rigidity, tingling, itching on head and neck, some shortness of breath when having spasms and changes in blood pressure. The pt was sensitive to touch. The pt had a bladder infection. An increase in lioresal dosage was not effective in helping with the spasms which were "pretty consistent." An x-ray was performed (date and results not reported). There was no volume discrepancy. The pt was going to see the hcp on (B) (6) 2009. A dye study was performed (results not reported). The pt had a kidney and/or a bladder stone and was being evaluated to see whether it might be causing the increased spasticity. It was later reported that the pt experienced an under dose. There were no pump alarms. A dye study and cat scan were performed (date unk). The radiologist never saw any dye in the catheter or leaving the catheter. A therapeutic bolus was given twice, each on different days. There was no response to the bolus. At one point a small dose increase was given; the pt became too loose. Additional device troubleshooting was being considered.

Manufacturer narrative:
(B) (4). Kidney stone.